Event description:
Report recewived from the USA stating that the device was "vibrating" during spinal surgery. There were no injuries reported. There was no additional inormation provided.

Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
The device was not returned to the manufacturer. Ref: (B)(4).